Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen was stuck for 8 hours while performing updates. A field service engineer rebooted the device, and it went into windows updates, receiving an error message saying, 'something went wrong.' The field service engineer replaced the hard drive and configured it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the device screen was stuck for 8 hours while performing updates. The customer reported that the malfunction occurred while user was trying to issue medication. There were no adverse events or injuries reported based on this incident.